Manufacturer narrative:
UDI #: (B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface; there is misalignment of the metal cap output window with the red stop sign; the metal cap is loose within the outer flow tubing; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing exhibits minor scratch marks, partially erased blue arrow indicator and red octagonal sign, and moderate contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that after 15 minutes while using the surgical fiber during a prostate procedure, error codes 213 and 302 was received, the fiber stopped working and the system went into standby. The procedure was aborted. Patient outcome: "ok" - there was no injury reported.